Event description:
Tubing is supposed to break off after fluid is pumped into bag and the tubing is clipped. Some times tubing break off or breaks slightly before proper clipping and before intentional breaking.